Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: however, the valve received is not the one reported in your complaint reporting form. In the complaint reporting form, the valve serial number is (B)(4), the returned valve has the serial number: (B)(4). Thus, we are not sure if the bellowing analysis on the returned valve could be related to the incident. Visual check: the valve returned is clean without deposits inside, there is no catheter attached. The returned valve is set at the low position. Functional control: the ball is not stuck on the inlet connector. The rotation is not blocked at the lower and upper limit of the implantation depth. Pressure control: the pressure conforms to the specification at all positions. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. As the original complaint involves the problem of pressure setting change under MRI and reverse of the valve as well as blockage at the catheter, we don't consider that the analyzed valve is the one involved in the incident for the reason of the non-matching serial number and missing of the catheter. Regarding the complaint, the valve's magnetic lock makes the valve insensitive to MRI and shock influence, however, there is no 100% guarantee of keeping the pressure setting under MRI as stated in the product IFU, the pressure setting position should be confirmed after the MRI exposure. Regarding the reversed valve problem, the valve has two suture holes, normally when the valve is sutured with the suture holes and the outlet connector, the valve is securely fixed on the underlying tissue, we recommend to always secure the valve fixation by means of suturing with the suture holes and outlet connector.

Event description:
A female with normal pressure hydrocephalus was implanted with a polaris valve v-p shunting (implantation site of the valve: chest) in (B)(6) 2016. The pressure was set at 200mmh2o and confirmed by a MRI imaging in (B)(6). In (B)(6) after taking a picture of MRI, the pressure setting changed to 30mmh2o (however, it is also said that the x-ray confirmation of the pressure setting is at 150mmh2o), the valve was reversed and the blockade of a tube was also blocked up. Icp: 13.5mmhg. Csf protein rate: 16g/l. The patient suffered under drainage and the valve was explanted and replaced by another valve.

Manufacturer narrative:
Waiting the returned piece to do the investigation.

Event description:
A female with normal pressure hydrocephalus was implanted with a polaris valve v-p shunting (implantation site of the valve: chest) in (B)(6) 2016. The pressure was set at 200mmh2o and confirmed by a MRI imaging in (B)(6). In (B)(6), after taking a picture of MRI, the pressure setting changed to 30mmh2o (however, it is also said that the x-ray confirmation of the pressure setting is at 150mmh2o), the valve was reversed and the blockade of a tube was also blocked up. Icp: 13.5mmhg. Csf protein rate: 16g/l. The patient suffered under drainage and the valve was explanted and replaced by another valve.